Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patients lead migrated resulting in ineffective stimulation. As a result, surgical intervention was undertaken to address the issue. During the procedure it was determined the lead had migrated due to the anchor not holding the lead as intended. The anchor was replaced and the lead returned to its original location resolving the issue. Reportedly, therapy was confirmed post operation.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.